Manufacturer narrative:
The reported event of the stylet failure to advance through the lead was confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the inner coil was over-torqued at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test could not perform due to the damaged inner coil consistent with procedural damage. The cause of the reported event was isolated to the over-torqued inner coil.

Event description:
During implant procedure, the stylet failed to advance into the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.